Event description:
It was reported that a tl60 was used during an unknown procedure. It was reported by the affiliate that when the surgeon tried to fire the instrument, the staples came out and fell into the patient. They were retrieved. A new stapler was used to complete the case. There was no consequence to the patient.